Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer's blood glucose was 380 mg/dl. Customer changed pump supplies and a correction bolus was delivered to address bg. While troubleshooting with tandem technical support, an occlusion alarm occurred and was found to be related to the cartridge. Customer changed pump supplies and required no further assistance.